Manufacturer narrative:
A review of the complaint history for serial number: (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 27-apr-2022, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "not on bus" was confirmed by bd fse and subsequently confirmed in the dchu inspection process. According to work order#: (B)(4), bd fse reported that the fh cubie drawer on med station was in a failed state. Replaced fh cubie bus module controller board. Reseated row board cable connection on cubie pocket trays. Test and able to recover failed drawer and pockets after. The device operated as intended and exhibited no further issues. During dchu visual inspection: p/n: 151903-01: an external visual inspection of the returned pcba was conducted. Inspection of the pcba observed thermal damage on integrated circuit u300. During dchu testing: p/n: 151903-01: no additional testing was necessary, as the thermal damage on component u300 was clearly evident during the external visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer failure was attributed to thermal damage: the failure occurred because the damaged component prevented the drawer from establishing a connection with the bus, resulting in impaired normal operation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3 not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the component u300 of pcba board. There were no adverse events or injuries reported based on this event.